Event description:
The pt is apparently an elderly and somewhat fragile. Started dialysis (B)(6) 2009. Nurse reported anxiety esp. With cannulation problem. On (B)(6) 2009, blood pressure fell from 116/54 to 71/55 at the onset of the treatment, and the pt complained of bilateral back pain. An additional info, the next treatment was done in a hosp on a dialyzer of a different MFR. The pt informed staff that he had 1st use syndrome so needs slower qb. Treatment was begun @200ml/min and when the pt fell asleep, qb was increased to 300ml/min without symptoms.

Manufacturer narrative:
The product in complaint was not returned to the MFR and could not be evaluated. We therefore, reviewed the mfg and quality control records for the dialyzers of lot # 193s43, and no abnormality was found in the records. It was reported that the pt was elderly and somewhat fragile, and the nurse was concerned with the pt's cannulation. From the above facts and info, we suppose that the reported event might not be caused by the dialyzer used for the pt.